Manufacturer narrative:
Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, during testing at service and repair, a torque wrench failed in calibration. .no patient involvement. This report is for (1) 8.0mm/4.2mm drill sleeve 200mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Part # 388.261, synthes lot # j002942-10, supplier lot # j002942-10, release to warehouse date: 16 mar 2021, supplier: (B)(4); no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair evaluation: during testing at service and repair, the repair technician reported a torque wrench failed low in torque test. Torque test failed low is the reason for repair. The cause of the issue is unknown. The item will be repaired per the work instructions. And will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.